Event description:
It was reported that the customer was having high blood glucose levels. The customer's blood glucose level was 381 mg/dl. The customer treated her high blood glucose level with manual injections. Two small air bubbles were found in the tubing. Multiple no delivery alarms were found in the alarm history. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).